Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). A partial lead with the connector pin measuring 12.1cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that patient received inappropriate high voltage therapies. Stored egms revealed noise episodes. Increased pacing lead impedance and decreased sensing were also noted. Lead was explanted and replaced.